Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial/batch number: (B)(4), model/catalog description:  linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had symptoms of infection including rash on both incisions and was placed on antibiotics. It was not confirmed if it was an infection and nothing happened during the implant procedure that may have caused it. Infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had symptoms of infection including rash on both incisions and was placed on antibiotics. It was not confirmed if it was an infection and nothing happened during the implant procedure that may have caused it. Infection was not device related. The patient underwent an explant procedure.